Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for no delivery alarm and keypad error. Customer¿s blood glucose was unknown. Customer reported that insulin pump stopped working, keypad not responding after auto accident and said no delivery alarm. The insulin pump will be returned for analysis.